Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump in ireland. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error did not reappear after reset, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.